Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was that the caller indicates that they are on vacation and used a handheld massager on their neck a couple of days ago and felt like they were going more and now they are completely incontinent and feel pressure. The patient was wondering if that could have affected the stimulator. Reviewed. The patient confirmed that the massager was not near the implant. Patient also noted that they have been soaked all day and don't know if they have a uti. The patient increased the stimulation with the smart programmer prior to the call. The caller reported that they had a uti over memorial day and they weren't displaying the typical symptoms of uti. They ended up getting antibiotics. The patient was redirected to their healthcare provider to further address the issue. The patient noted that they spoke to mdt rep around memorial day and the caller reported that the rep told them that when a patient gets a uti, the therapy turns off. Agent noted that the system will not turn off, but efficacy may be impacted with a uti. The patient also reported that the rep told them that they're finding that a lot of people who have utis, that the system is not working. The patient also noted that they have not been happy with the therapy since implant.